Manufacturer narrative:
The device was tested and the alleged deficiency could not be duplicated. Performed a tracer registration and it passed. The instruments tracked through the entire volume. Checked several points and they measured from 1.1 - 2.0mm with the emitter on the left side. Moved emitter to the right side and remeasured the same points and they read 1.3 - 2.4mm. Performed a peg board test and it passed with a max error of 2.248mm. No issues were observed.

Event description:
A medtronic ent representative called to report a 2-3mm inaccuracy posteriorly. He reported that the physician completed a successful trace, and was accurate anteriorly. The surgeon was able to continue the procedure successfully with the use of the navigation system. There was no impact on patient outcome.